Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock in primary vector due to artifacts possibly related to movement or manipulation. In-clinic troubleshooting including excessive manipulation along the lead, at the device pocket, and at the sensing electrode could not recreate the artifacts. The device was programmed to secondary vector, per technical services (ts) recommendation. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock in primary vector due to artifacts possibly related to movement or manipulation. In-clinic troubleshooting including excessive manipulation along the lead, at the device pocket, and at the sensing electrode could not recreate the artifacts. The device was programmed to secondary vector, per technical services (ts) recommendation. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.